Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. Other - the customer reported the suspected exhalation valve assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the peak end expiratory pressure is unstable and fluctuates beyond target setting. The customer determined the most likely cause of the reported event is the exhalation valve assembly. The customer reported there is no patient involvement associated with the event.